Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an adhesive event where infusion set fell off during physical activity. The infusion set was in use for 10 hours.patient replaced infusion set and resumed insulin successfully. No further information was available.